Event description:
The patient reported that she was hospitalized multiple times for dka because the pump was not working. The doctor gave the phone to the patient and the patient was not able to provide many details surrounding her hospitalizations. The patient became irritated during troubleshooting and says the reason for her hospitalizations is due to the fact that the pump is not working or delivering. The patient and doctor want the pump replaced. She says she does not have a backup plan for the pump. The pump was discontinued upon admission to the hospital. She says she was in the hospital for at least three weeks beginning on (B)(6). The time and date are correctly set in the pump. The tdd and basal totals for the three days prior to the admission on (B)(6) were between 17.5 and 17.5 units per day. The basal program at the time of the hospitalization is unknown. She says she does not know what her basal program was at the time and cannot confirm that her settings were correct. The patient got an empty cartridge alarm on (B)(6). The patient did not provide the time of the alarm. There were reportedly no priming issues; however the prime history suggests the patient went 7 days between site changes prior to her admission to the hospital. She denied bent or kinked cannulas and denied having scar tissue. She rotates sites all over her abdomen. This complaint is being reported because the patient reported that the pump was not delivering insulin correctly, did not know whether her settings were correct, and went 7 days without changing the infusion set and was hospitalized for dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of use error that may have contributed to the patient's hospitalizations. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.